Manufacturer narrative:
This report is submitted on december 19, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. The patient was treated with oral and topical antibiotics from august 8, 2022 to august 15, 2022, to repair open wound. Additional topical antibiotic was prescribed on september 26, 2022 and november 28, 2022. The implanted device remains. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on february 13, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence subsequently, the patient underwent a skin revision surgery on (B)(6) 2022 to repair the open wound (specific date not reported). It was also reported that the patient experienced an infection (specific date not reported). This report is submitted on march 15, 2023.